Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a severely calcified lesion in a tortuous lad. The lesion had been pre-dilated prior to attempted stenting. Approximately 60% stenosis remained following pre-dilation. The device could not cross the lesion and the physician decided to withdraw it. During the attempt to remove the device, it became stuck in the area of a previously implanted stent and the distal shaft of the delivery system detached in the riva. The patient was scheduled for CABG to treat the coronary arteries and the detached material was successfully removed during this procedure. The resolute integrity device had been inspected prior to use with no abnormalities noted. Post procedure patient status was ok and no clinical sequelae were reported. Evaluation summary: the device was returned in two portions. The proximal portion included the hypotube and 12cm of transition shaft. The hypotube was severely kinked. The transition shaft detachment was stretched and jagged. The core wire had been cut with 10.9cm remaining. The distal device portion consisted of 3.5cm transition shaft and the distal shaft. The balloon and stent had been cut from the device, proximal to the balloon bond - they were not returned with the device.

Manufacturer narrative:
(B)(4). Evaluation results: related to another drug/device (device became stuck in the area of a previously implanted stent). Patient's condition affected effectiveness of device (target lesion exhibited severe calcification). Evaluation conclusions: operational context contributed to event (device crossing failure, device removal difficulties and subsequent detachment were most likely related to the use of the device during the procedure and are therefore procedural related). Device failure/lack of effectiveness related to patient condition (target lesion exhibited severe calcification).